Event description:
Needles are puncturing skin, sometimes bend when trying to administer insulin. Pen 31g, 8mm, ndc: (B)(4). Symptoms: 1. Needles bending. Dose: 1 unit, frequency: prn, route: sq. Diagnosis for use: diabetes mellitus.